Event description:
A patient reported experiencing inaccurate high results with an otu meter. The patient's blood glucose results were 400, 166, 167, 160 mg/dl. Tests were done within 10 minutes with a difference of 52%. Patient did not experience any adverse events. No further information has been reported.